Manufacturer narrative:
Concomitant medical products: product ID: 8591-60, lot#: e48367, product type: accessory. Other relevant device(s) are: product ID: 8591-60, serial/lot #: (B)(4), ubd: 31-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 2000 mcg/ml; 100 mcg/day via an implantable pump. The date of the event was (B)(6) 2018. It was reported that during a procedure for a new intrathecal baclofen implant the tunneler bent and was discarded. There was nothing wrong with the original tunneler or catheter. A new catheter was opened and the physician re-positioned the needle. The physician had to re-enter the intrathecal space in a new area in the spine due to existing hardware in the patient¿s spine. The issue was resolved. Patient status was alive - no injury. Patient¿s age, weight and medical history were asked and will not be made available. No further complications were reported.